Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2023-04011. It was reported the patient lost effective coverage due to the leads having migrated. As such, the patient underwent surgical intervention where the leads were explanted and replaced. Reportedly, restoring therapy.